Event description:
It was reported via phone call that the customer had repeated motor error alarms during a basal. Customer's blood glucose was over 300 mg/dl. The customer could not recall any significant events leading to the alarm. Troubleshooting was unable to verify if the customer was able to complete the rewind sequence on the insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, prime test and excessive no delivery test. The insulin pump alarmed motor error during the occlusion test due to faulty force sensor. The motor was tested outside of the insulin pump and passed. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked battery tube threads and scratched reservoir tube window.